Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the thermal event at this time. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's pdm (personal device manager) had been losing charge faster than usual. After a night of charging the device the patient would wake up and the device would be dead. When plugging in the power cord for the charger it was alleged that there was a spark from the outlet. The reporter states that the device was not in use when the event occurred.